Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient decided to take blood glucose reading when they were unable to stand when they were asked to stand. The cgm reading was 4.7 mmol/l while bg reading was 1.7 mmol/l. Patient treated themselves with orange juice. No medical intervention was required. At the time of contact, patient was in good condition. Data was provided for evaluation. The data investigation confirmed a difference in values that falls within the b zone of parkes error grid. A root cause could not be determined. No additional patient or event information is available.